Event description:
The event is reported as: respiratory technician called to pt's bedside because heater alarmed. Therapist saw a flame at the expiratory circuits. It was disconnected from pt and replaced. Circuit had burn marks and the wire after the cuff was exposed (plastic melted) and frayed. No pt injury.

Manufacturer narrative:
Product sample has been requested, but not received yet. The investigation is ongoing. A follow up report will be sent when investigation is completed.